Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event with a secondary infusion on (B)(6) 2025. There was patient involvement, however outcome is unknown. Bd later learned through due diligence that the issue was discovered to be due to user error and the customer stated the issue no longer needed to be investigated.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a,g,b,c and d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an event with a secondary infusion on (B)(6) 2025. There was patient involvement, however outcome is unknown. Bd later learned through due diligence that the issue was discovered to be due to user error and the customer stated the issue no longer needed to be investigated.